Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the patient's stim was not as good at managing the patient's pain. Follow-up was conducted with the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient needed an MRI done due to a device-related surgery taking place on (B)(6) 2018. It was reported surgery was for patient's pain as patient reported the neurostimulator (ins) never helped with pain. Patient stated she was disappointed with therapy and stated that she had reprogramming done on device but knew that there was a lot more programming they said they could do. Patient reported that she has had chronic pain from a work accident 9 years ago which resulted in her having to take lots of oral meds/fentanyl patches and used therapy 24/7 but it did not help her and she thinks it was because he issue was a bone to bone issue not necessarily a nerve issue. Patient stated their doctor wanted her to keep the ins in so that she could use it for post-op surgical pain for the (B)(6) 2018 surgery. Patient stated she wanted the doctor to take ins out during that surgery but he stated no because he did not want to risk infection. No further complications were reported/anticipated.